Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2010. It was reported that the pt could develop erosion due to her size and indicated she was in pain caused by the "syndrome of pain in the chest pocket". The pt is working closely with her physician to define the next course of action. No further information is available at this time.